Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2009, the battery voltage under telemetry was 2.69v and the daily measurement was 2.95v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported the battery voltage was at 2.69v upon interrogation and patient is scheduled for device change out. The physician was concerned with a difference in manual device interrogation and real time battery voltages. Review of manufacturer's database reveals the device remains implanted.